Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up, and the flex viewing screen says connecting to the installation source and freezes. Review of the system log files showed that the flex viewing pc does not respond anymore. Upon troubleshooting, fse found loss of image on flex viewing pc, and the system couldn¿t communicate with flex viewing pc. To resolve the issue, fse replaced the defective flex viewing pc, loaded software, license and restored backup. The defective flex viewing pc was returned to philips for failure analysis. The cause of the failure was found to be a defective hard disk drive slot and a frame grabber card. The frame grabber captures the video from the allura system. The frame grabber card in the flex viewing pc failed, which resulted in the system to stop booting. Due to manufacturing issues, the frame grabber card and disk bay may not function as intended, leading to issues with the system's flex viewing pc. Philips has implemented a medical device correction (z-1152-2024, z-1145-2024). After replacement of the flex viewing pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.